Event description:
The physician reports noticing that the crystalens haptics became damaged in the crystalsert lens injector system. Intervention was performed in order to enlarge the incision and replace the damaged lens. A second crystalens was implanted successfully. Reference MDR #2031924-2009-00205.